Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The switching board was recommended for replacement, but is no longer available. The unit will be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The switching board was recommended for replacement, but is no longer available. The unit will be replaced. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.